Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported by the child that the cgm receiver and mobile both showed a reading of 141 mg/dl. Sometime later, the patient had no symptoms and only remembers trying to get up to grab something to eat before losing consciousness. The child immediately called 911. While on the phone, she performed a manual blood glucose test, which showed a reading of 27 mg/dl, while the cgm was going down to 77 mg/dl. She reported that no alert was received from the cgm regarding the drop in blood glucose because the alert for the low was set to 75. She administered the first dose of glucagon, but the patient remained unconscious. When emergency medical services (ems) arrived, they administered a second dose of glucagon. After approximately 10 minutes, the patient regained consciousness. The child also stated that the patient had a bad fall during the episode. However, while in the ambulance before departure the patient¿s blood sugar dropped dramatically again, and he lost consciousness a second time. A third dose of glucagon was administered. Upon arrival at the hospital, the patient was given d10 (10% dextrose) and brought to the emergency room. The child was unable to provide information on how many hours it took for the patient to fully regain consciousness as he was in a level 1 trauma and she only went back when the he was already stabilized. The patient was discharged after one day of hospitalization and was discharged on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.